Event description:
It was reported that during preparation, prior to a procedure, the generator alarm went off and it was noted that the e-sep safeair pencil activated without pressing any buttons. It was further reported that event had no impact to the patient. The procedure was completed successfully.

Manufacturer narrative:
D9: device not returned for evaluation.

Event description:
No new information.